Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a wake button alarm occurred. Additionally, it was reported that a resume pump alarm occurred, and that the pump shutoff unexpectedly. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot the reported issues; however no response was received, therefore no additional information could be obtained.